Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented to the emergency room. Upon interrogation, the patient's right ventricular (rv) lead exhibited abnormal pacing impedance and lead noise that may have caused inappropriate defibrillation therapy. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no additional symptoms had been reported.